Manufacturer narrative:
The patient was diagnosed with peritonitis on an unreported date "about two months ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by abdominal pain. The breach was further described as a leak from a minicap transfer set. The location of the leak was not specified. The patient was hospitalized and was treated with unspecified antibiotics (dose not reported). It was reported that the patient underwent removal of their pd catheter, however hemodialysis could not be performed due to an unrelated indication. It was reported that a new pd catheter could not be placed. The patient outcome was not reported. At the time of this report, the patient was still in the hospital receiving treatment and "the doctors were discussing options". It was not reported if the caregiver or the patient were retrained on aseptic technique. No additional information is available.